Manufacturer narrative:
The device was returned and evaluated. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: air/water cylinder and suction cylinder had no color; mouthpiece was deformed; suction connector had corrosion due to water leakage; distal end had discoloration; the adhesive on bending section cover was detached; the connecting tube had a cut and universal cord had peeling of coating. As per evaluation, parts must be replaced due to annual inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the duodenovideoscope to olympus repair center stating maintenance. There was no allegation reported. There were no reports on patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the light guide lens had foreign material inside. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Humidity invaded the lg-lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.